Manufacturer narrative:
(B)(4). Patient developed a category 2 pressure ulcer to sacrum. Additional information received since the initial report. The patient was end of life, male, (B)(6). The patient has since died. The incident took place in a community hospital on ascot ward. Additional information will be provided upon conclusion of the investigation.

Event description:
(B)(4).